Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Multiple attempts to interrogate the pulse generator were unsuccessful. The device was explanted and replaced. The patient was asymptomatic before and post procedure.